Event description:
Customer reported missed antibodies on the galileo using capture-r ready ID (crrid) during validation testing. They missed antibodies in 7 out of 30 specimens.

Manufacturer narrative:
The customer did not return product or sample for testing.